Manufacturer narrative:
The complaint products were not received for analysis. The event of tibial loosening cannot be confirmed because the component was not returned for evaluation, and no x-rays were provided. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of any other complaint reports involving a part from this manufacturing lot. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. There are no reported user issues. The revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic loosening of the tibial component. However, this cannot be confirmed because the component was not returned for evaluation, and no x-rays were provided. In review of labeling there is a listed contraindication for use as a patient's age, weight, or activity level could cause the surgeon to expect early failure of the system. Device specific risks include information that excessive wear of the implant components is secondary to impingement of components or damage of articular surfaces, there is possible detachment of the coating(s) on the components that could potentially lead to increased debris particles. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient received a left total knee implant. A revision of the implant was completed due to tibial loosening. The patient had complained of pain beginning 3 months prior to surgical revision. In the surgical revision it was found that the tibial component was grossly loose, and "significant metallosis" was seen in the soft tissues. The revision replaced only the tibial and poly components. Per 7/10/17 patient follow-up medical records notes, there were signs of loosening of the tibial components. No additional information is provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00668, 1038671-2017-00702 and 1038671-2017-00703.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Pending evaluation. Associated with 1038671-2017-00668.

Event description:
Index surgery: (B)(6) 2012. Revised - reason unknown. Patient reported injuries resulting from her knee components.